Event description:
It was reported that the flow restrictor of a large volume folfusor flow was loose which resulted in a leak. This issue was discovered when unpacking the device from the box. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the correct lot # is 22b007, previously submitted as 21j028. H4: the device was manufactured from february 7, 2022 - february 8, 2022. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample. The cause of the fluid was due to a broken tubing at the solvent-bonded junction of the flow restrictor. Remnant of the broken tubing remained inside the solvent-bonded junction of the flow restrictor. The reported condition of leak was verified. The cause of the broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.